Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem of system error 322 (link switch error (low)) was reproduced while loading the set. A review of event history log revealed multiple ec 322 alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be malfunctioned lower link switch. The lower auxiliary requries replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during programming/set up. There was no patient involvement. No additional information is available.